Event description:
It was reported that the device was alarming air in line. The reporter noted that they instructed the patient to acknowledge the alarm and restart the device, but it continued to alarm. They attempted to open the cassette, but the silver bar was locked so no additional troubleshooting was done. They then instructed the patient to power the pump off, clamp the tubing and called the clinic to see if they should go in earlier than their scheduled appointment. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.